Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. A functional test was performed on the cycler and completed successfully. There were no leaks detected during the functional test. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock connector and the extraneal supply bag during dwell. The pdrn stated that the luer lock connector had become disconnected. The pdrn stated the patient was not able to complete treatment following the reported event. The pdrn stated that the patient continued their pd treatment the following day with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The luer lock connector was available to be returned to the manufacturer for evaluation.